Event description:
It was reported that the patient would have a revision surgery on (B)(6) 2016, due to the breakage of the echelon stem. The breakage could be related to a possible fall. Until to date it has not been confirmed whether the planned revision for the (B)(6) took place or not.